Manufacturer narrative:
The tech removed pin latch and spring on siderail, cleaned and re-installed. Siderail is now latching correctly.

Event description:
The tech alleged the right head siderail of the bed is not latching correctly.